Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. There was no patient present. It was reported that the connection between system and "magnetic modulo" (the axiem module) was not stable.